Event description:
A doctor was making a bowel cut with an ethicon ets compact flex 45mm. This was the 1st firing of the device. The device would not release. Another ethicon ets compact felx 45mm was opened and used. A reload allowed a cut on either side of the failed 1st cut. The failed device was bagged and labeled. The ehticon representative was called. The representative stated that they would pick the device up for evaluation.